Event description:
It was reported that the patients device hit end of service (eos). The patient had expected the battery to last 3 years (not 1) based on what her physician told her. Additional information was requested from the patients physician. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97792, lot # n403094, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).